Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. The device was used for treatment. As the device was not returned, a product evaluation could not be carried out. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. A clinical assessment was carried out. It was concluded: ¿no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated.¿ a risk management review was carried out, which determined some potential root causes. The risk files for this product contain multiple failure modes that lead to type 4 sensitization, such as out of date dressings, silicone from dressing entering the wound and interactions with any other dressings or products being used. Without further information this failure mode cannot be narrowed down any further. A review of the IFU for this product did not identify any information which could cause or contribute to the reported issue. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when using a pico 14 the skin of the patient peeled off and had an allergic reaction. The skin was loosened when the bandage was removed. It is unknown how the allergy was treated and how the treatment was finished.